Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the identified root cause of the reported issue was isolated to a component (video graphics array controller u34) on the xena I pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer replaced the graphical user interface (gui) printed circuit board (pcb) to resolve the issue. The unit passed testing and operated within the manufacturing specifications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had the upper screen is flashing without displaying graphics, suspect gui cpu. The ventilator was not on a patient at the time of the event. The service engineer replaced the gui circuit board, the ventilator passed testing and calibrations.